Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead failed to capture at high output due to the pacing configuration. High impedance was also observed on the lead. The lead remains in use. No patient complications have been reported as a result of this event.